Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed (pen 1) 7 2 2 2 based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification.

Event description:
It was reported that the bd omnitrope® pen 10 leaked a couple drops of medication during use. The following information was provided by the initial reporter: "the pen started leaking 1 or 2 drops during the end of the last dose. The patient has had the pen for about 1 year"

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 leaked a couple drops of medication during use. The following information was provided by the initial reporter: "the pen started leaking 1 or 2 drops during the end of the last dose. The patient has had the pen for about 1 year".